Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4. A triclip xtw was inserted and deployed on the tricuspid valve. However, the clip opened to roughly 20-30 degrees. To stabilize the clip, a second clip was then inserted and deployed on the tricuspid valve, reducing tr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted to stabilize the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.